Event description:
It was reported by service report that there was fluid ingress to electrical components on the bed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
.